Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This rv lead was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that the patient with this lead experienced a perforation. Non capture was noted on the rv channel and a x-ray was performed that confirmed the perforation. This rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This rv lead was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.